Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformance's were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had two sets that were leaking from the filter. Mmdg followed up with the initial reporter who stated that the patient had no delay in therapy or adverse effects due to the complaint. [(B)(4)].

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. The device was found to be leaking at the filter. The probable cause of the leak is an irregularity in the manufacturing of the filter at the filter supplier.

Event description:
The initial reporter stated that they had two sets that were leaking from the filter. Mmdg followed up with the initial reporter who stated that the patient had no delay in therapy or adverse effects due to the complaint. (B)(4).